Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04969, 0001825034 -2019 -04970.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Subsequently, the patient underwent a revision approximately 16 years later due to pain, dislocation, elevated metal ions, and swelling. During the revision procedure, altr, metallosis, and head/neck corrosion was noted. Osteolysis was noted about the greater trochanter. The metal head was replaced with a ceramic head, and dual mobility construct with a titanium sleeve was implanted without complication. Pre-operative infection workup was negative. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with operative notes provided. Revision op notes demonstrated the patient underwent a revision due to pain, dislocation, elevated metal ions, and swelling. During the revision procedure, altr, metallosis, and head/neck corrosion was noted. Osteolysis was noted about the greater trochanter. The metal head was replaced with a ceramic head, and dual mobility construct with a titanium sleeve was implanted without complication. Pre-operative infection workup was negative. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.